Event description:
No additional information.

Manufacturer narrative:
Additional information: FDA notified updated to "yes" customer medwatch number added: : mw5165593. Investigation: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material #:unknown. Batch#:unknown. Verbatim: rcc received a complaint via email. Nurse was using bd blunt tip needle to draw up fentanyl when stopper pushed through vial.